Event description:
It was reported that the patient had an inappropriate shock due to oversensing of a wide intrinsic morphology. The sensing vector was set to the primary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.